Event description:
It was reported that bd insyte had plastic on the tip of the catheter. The following information was provided by the initial reporter, translated from portuguese to english: 22g peripheral intravenous catheter has a small fragment of plastic at the tip of the catheter, preventing it from being used on the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. All demographic information on the regulatory document states "confidential."

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 4054983. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. It is possible that this incident was related to cleaning of machine in manufacturing. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.